Event description:
During an atrial fibrillation procedure, it was noted that the catheter tip was fractured. When advancing the catheter, resistance was felt and then echocardiographic imaging connection was lost. Using x-ray, it was noted that the catheter had an unusual shape. The catheter was removed and it was noted that the tip was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.